Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first and second device attempted in the rcfa had no suture present when the plunger was removed. A third device was deployed but the footplate would not retract all the way. The device was pulled and tore the vessel. When device was removed, it was noticed the footplate was partially open. A fourth device was attempted but the same issue occurred. A 10f sheath was advanced to control the bleeding. The sheath was then upsized to 18f in the rcfa and the procedure was completed. A cut down of the tissue was done to get to the vessel. The vessel damage was repaired via surgery. Hemostasis on the rcfa was achieved via surgical suturing. A proglide device was deployed in the lcfa via a 10f sheath. Reportedly, the device was deployed per the instructions for use but still did not achieve hemostasis. A non-abbott device was used to achieve hemostasis. There was reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot and device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of tissue damage (vascular injury) and hemorrhage are listed in the proglide instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices. The reported inability to retract the foot and device entrapment appear to be related to high angle of insertion during device placement. The reported patient effects of tissue damage and hemorrhage are a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.